Event description:
It was reported that a malfunction alarm occurred prior to the pump reset, displaying a malfunction code with fault ID available. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to reach out again if any issues arose.